Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary full height cubie drawer had failed, preventing the station from powering on. A field service engineer (fse) replaced the drawer control board and position sensor and tested the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the machine had been on and functioning normally, but then suddenly turned off. Unit personnel contacted pharmacy staff to assess the issue. The first responder power-cycled the machine, but the same issue occurred. A second pharmacy staff member then evaluated the machine and power-cycled it again with the same result. The personnel verified that the power cable was properly connected to both the wall outlet and the machine and attempted another power cycle, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.